Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined. It was noticed that there was a break in the in the supply line 60 cm from the barb that attaches to the pps device. Functional testing was performed by placing the device in the console. A¿ check saline supply¿ was observed. The ¿check saline supply¿ error is an under pressure error and is due to the break in the supply line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the femoral popliteal vein graft. The patient condition following the event was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error alarm occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. After 190 seconds of aspiration, an error alarm occurred. There was saline leaking into the console. The procedure was completed with another of the same device. There were no patient complications.